Event description:
The complainant reported a patient, race demographics, unknown, was implanted with an impella cp for left ventricle unloading support. It was reported that the physician called the clinician and reported progressive suction due to misplacement of the impella. Reportedly the impella was in the aorta, the physician tried to reposition the device in the catheterization laboratory, however attempts were unsuccessful. The physician reportedly decided to remove the impella, due to multiple repositioning issues and use only extra-corporeal membrane oxygenation. There was no patient harm reported, and this device was removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, evaluation of the device was not possible. The investigation into the positioning issue has been completed. The root cause of the issue was improper positioning of the device resulting from improper technique by the end user. This report is being filed as part of a retrospective review of historical records.